Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and found error m12, m11, m18 and c06 upon reviewing logs. During testing, the erbe unit displayed error code u 02 at startup, after which the display became partially blank, leaving only the help screen and volume buttons accessible. Erbe log showed no error. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a message ¿activation has been interrupted¿ and m-02 and u-02 errors appeared on erbe integrated electrosurgical unit (iesu). In addition, monopolar energy could not be activated. Before contacting the tse, the customer had replaced the monopolar energy cable, but the issue was not resolved. The tse had the customer power cycle the iesu, but the issue persisted. The tse advised the customer to use another vision side cart (vsc) with a new erbe iesu. The procedure was converted to another da vinci system with no reported injury.